Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no broken cables were visible at the instrument wrist, nor other physical damage. No functional issue was noticed related to cautery, so there was no issue associated with loss of cautery or low / intermittent energy. Thermal damage to the instrument was not observed, but there were reports of issues related to non-intuitive or uncontrolled motion with no further description. The instrument will be return and there are no images of the device or a video recording of the procedure available for isi review. Isi followed up with the initial reporter and obtained the following additional information: the instrument's cable broke hence the scissors motion was not working. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv), but not while attempting to manipulate instruments. The movements of the surgeon did not scale appropriately to the instrument, but no shakiness and/or friction were experienced/observed. There was no video recording of the procedure regarding this event available for isi review.